Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the system showed "the free disk space is too low" error. The fse checked the system with fsf and drawings and found that the os/app of ippc (image processing pc) was damaged. The fse reinstalled the ippc os and application to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Sa: 05r/allura xper fd20/free space low. It has been reported to philips that the system generated the error ¿free disk space is too low¿ that displayed on the data monitor, which would prevent image capture. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.